Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus. In addition, the following reportable malfunctions were identified during the device evaluation: scope mount corrosion, camera water damage and cable water damage. A definitive root cause could not be identified. The most probable cause of the reportable malfunction is no problem detected, and the most probable cause of the malfunction found during device evaluation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had e226 communication error. The issue occurred service / maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.